Manufacturer narrative:
Batch record review: lot file a737 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review. A review of complaints received for lot a737 was performed. There was 1 additional complaints reported for photoactivation leaks to date for this lot at the time of the investigation. The assessment is based on info available at the time of the investigation. No product was returned by the customer for investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a blood leak from photoactivation plate that was observed after treatment was completed. Customer called in to report a photoactivation plate leak. Customer stated that the leak was not noticed until after the pt treatment was completed, the pt was released and a new kit was being loaded. Customer stated that there were no alarms during the procedure. Customer reported that their in house biomed was cleaning the instrument.